Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 343 which was not reproduced. System error 343 was verified through a review of the event history log and found to be caused by severed motor mount screws. The failed motor assembly was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump experienced a system error 343 ¿motor high rate error". There was no report of patient injury or medical intervention associated with this event. No additional information is available.